Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient was inquiring about compatibility with the phillips CPAP mask/machine. Patient said every time they use their CPAP machine, they burn and they are feeling it on the right side of their hip, the other side of their hip and in their spine. Patient also said they were having problems with dry eyes. Patient said they only feel this sensation when using the CPAP machine. Patient said they saw their doctor that prescribed the CPAP and the doctor said the CPAP shouldn't bother them with their stimulator. Patient said they started using this machine december 12th and they stopped using it last night because of the sensation. Reviewed household/magnet compatibility. Redirected to call CPAP manufacturer for guidelines and directed to managing hcp to check in. Patient said their managing hcp is dr. Martini (first name asked, unk).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was not the CPAP machine. The patient had gotten "md hearing aids" and had them on, and they (the hearing aids) were changing the setting on their implant they have for their bowels. They stated that the cause of the burning sensation from the CPAP machine was not determined, but once they didn't have the hearing aids in, it stopped. They stated that at first they thought, because they fell a few days before, that they might have broke a wire, but once they took the hearing aids off it stopped. The patient stated that it had nothing to do with the machine or the CPAP; the implant works great and the CPAP works fine. They said this was resolved by process of elimination, and there will be no further action taken.